Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that drawer containing humalog insulin is consistently malfunctioning, preventing users from accessing the medications. This issue has resulted in delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.